Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A (B)(6) year old female was undergoing an aortogram when the device would not advance due to scarred groin. Upon performing the cut down for the procedure, the distal end of the outer sheath was found and removed.